Event description:
Advanced bionics was recently made aware that the pt underwent multiple revision surgeries due to device migration.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The revision surgeries that took place occurred prior to the pt's explant surgery, due to the device extrusion which has been reported in MDR. This is the final report.